Event description:
It was reported that the core impaction drill overheated during testing at the user facility. There was no patient involvement, and there were no user injuries or adverse consequences.

Event description:
It was reported that the core impaction drill overheated during testing at the user facility. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the device is received and a quality investigation has been completed.

Manufacturer narrative:
Upon disassembly for visual inspection the coupler was worn.